Manufacturer narrative:
Investigation x-initiated manufacturer's investigation. X-no sample returned. X-review DHR. *analysis and findings. (B)(4). *was the complaint confirmed? No. The reported event cannot be physically verified as the device mentioned in the reported event was not returned. However, if the device is located and made available in the future, the complaint may be reopened and addressed as needed. Inventories of the affected lot(s) 236059, 236058 as reported were depleted and not available for further verification at fg warehouse. A review of the lot DHR's did not reveal any abnormality. A review of the manufacturing process was noted to be in-control, and unaltered. Further evaluation for continuous improvements will be performed, and any feasible or required assembly process enhancement will be considered for implementation. Inventory review indicated no further availability of lot number 236058 and 236059 for further evaluation. The root cause of the disconnection is indeterminable. *correction and/or corrective action due to the physical affected device not having been returned, root cause being indeterminable and all inspection data indicating the supplier raw material lots used in work order 236058 and 236059 met all associated requirements. No immediate corrective action is warranted at this time. N that no injury was reported to end user or patient. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends. This report is being submitted as part of a retrospective review of our reportable events.

Event description:
Customer stated "at the time of 2nd attempt of vad, the cup was removed from the stem. Doctor used the new cup and the delivery was completed. Mother and her baby were both intact. Suspected product was disposed as it was contaminated with blood." *customer unsure of serial number can be (B)(6)* ref. (B)(4). Note: lot number: 236059 date of manufacture 12-08-2017 expiration date 11-17-2020. Lot number: 236058 date of manufacture 11-30-2017 expiration date 11-03-2020.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "at the time of 2nd attempt of vad, the cup was removed from the stem. Doctor used the new cup and the delivery was completed. Mother and her baby were both intact. Suspected product was disposed as it was contaminated with blood." Customer unsure of serial number can be (B)(4) or (B)(4). (B)(4). Lot number: 236059, date of manufacture 12-08-2017, expiration date 11-17-2020. Lot number: 236058, date of manufacture 11-30-2017, expiration date 11-03-2020.

Event description:
Customer stated "at the time of 2nd attempt of vad, the cup was removed from the stem. Doctor used the new cup and the delivery was completed. Mother and her baby were both intact. Suspected product was disposed as it was contaminated with blood." Customer unsure of serial number can be (B)(4) or (B)(4). Ref. (B)(4). Note: lot number: 236059 date of manufacture 12-08-2017 expiration date 11-17-2020, and lot number: 236058 date of manufacture 11-30-2017 expiration date 11-03-2020.

Manufacturer narrative:
Reference (B)(4). Investigation: x-initiated manufacturer's investigation, x-no sample returned, and x-review DHR. Analysis and findings: the reported event cannot be physically verified as the device mentioned in the reported event was not returned. However, if the device is located and made available in the future, the complaint may be reopened and addressed as needed. Inventories of the affected lot(s) 236059, 236058 as reported were depleted and not available for further verification at fg warehouse. The root cause of the disconnection is indeterminable. A review of the lot DHR's did not reveal any abnormality, see attached. A review of the manufacturing process was noted to be in-control, and unaltered. Further evaluation for continuous improvements will be performed, and any feasible or required assembly process enhancement will be considered for implementation. Inventory review indicated no further availability of lot number 236058 and 236059 for further evaluation. *correction and/or corrective action due to the physical affected device not having been returned, root cause being indeterminable and all inspection data indicating the supplier raw material lots used in work order 236058 and 236059 met all associated requirements, no immediate corrective action is warranted at this time. This complaint will be monitored for trending in that no injury was reported to end user or patient. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.